Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h6: health effect - clinical code have been updated. Correction to section h6: health effect - clinical code.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, procedural factors might have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During the tavr, the balloon aortic valvuloplasty (bav) catheter crossed the native annulus and a safari wire was placed with adjustments due to the patient's horizontal aorta. Bav was performed and the safari wire nearly slipped out, requiring additional adjustment. When the 23mm commander delivery system (ds) was advanced to the annulus, the patient's blood pressure dropped. After the ds crossed the native aortic valve, increased effusion was observed. While thoracotomy was initiated, the s3ur valve was implanted. The ds was withdrawn, extracorporeal membrane oxygenation (ECMO) implemented and hemostasis at the apex was executed. The patient was then transferred to the intensive care unit under implantable left ventricular pellet pump (impella) and ECMO.